Event description:
On 08/08/2025, the user reported a crack on the screen of their ilet. Subsequently, they were unable to unlock the device as the entire screen was fully unresponsive. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.